Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to a non specific product performance issue. No additional information was provided. The device was not returned for analysis.